Manufacturer narrative:
Based on the information provided, the root cause of the alleged bowel injury cannot be determined at this time. A follow-up MDR will be submitted if any additional information is received. Isi has reviewed the site's system logs with procedure date of (B)(6) 2019, and no related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: post a da vinci surgical procedure, the patient experienced post-surgical complications that required the patient to undergo a secondary surgical procedure for subsequent repair of a bowel injury. It is unknown what caused the injury on the patient's bowel. There was no report of any malfunction of the da vinci surgical system, instruments or accessories, and it was not reported that the da vinci surgical system, instruments or accessories caused the patient¿s injury.

Event description:
It was reported that after undergoing a da vinci-assisted hysterectomy surgical procedure, the patient required a second operation do to an alleged ¿mechanical bower injury¿ during the initial operation. The cause of the alleged ¿mechanical bowel injury¿ is unknown. On 22-november-2019, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: it was reported that on (B)(6) 2019 the patient underwent a da vinci-assisted hysterectomy surgical procedure. Post-operative day #2, the patient went to the emergency room with unspecified symptoms. It was identified that the patient experienced a ¿mechanical bowel injury.¿ the patient underwent a second non-robotic surgery to repair the bowel injury, it is unknown as to how the bowel injury was repaired. It was confirmed that there were no intra-operative complication reported during the initial procedure. There has been no allegation of an isi device or system to have malfunctioned during the initial procedure. However, at this time, the etiology of the post-operative complication is unknown.